Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge with proper technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump, and the customer was informed about the replacement. The customer will continue insulin therapy with the replacement pump provided.